Event description:
It was reported that two cannulated screws with short threads had their threads peeled while inserting into the patient. The 4.5x38 screw (part number: 214.538) was inserted into the 5th metatarsal and upon contact with cortex, the screw threads began to peel off. This screw was removed. However, one fragment of the screw thread was not retrievable. A second 4.5x26 screw (part number: 214.526) was inserted and its thread also began to peel. It was fully removed from the patient. No further hardware was inserted. Number of x rays were taken during this operation. The procedure was completed and the patient would be monitored for pain or discomfort due to the fragment left inside. No other information is available. Suture anchors was used instead of cannulated screw. There was a delay of 30 minutes. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
The visual inspection of the returned device performed as part of the product investigation reported the 214.526 4.5mm partially threaded cannulated screw with unknown lot number was received intact. The screw shows deformation at the distal end along the tip and the threading. The 214.526 4.5mm partially threaded cannulated screw comes as a part of the 105.04 4.5mm cannulated screw instrument and implant set. (B)(4). It is likely that impacting dense bone or user error led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Initially reported as (B)(6) 2014, but should be (B)(6) 2014 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) interoperative xrays to confirm fragments in patient. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.